Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01 may 2024 it was reported by field staff via email that an ar-8967d drv,3.5mm hex,cann (mini hudson) snapped at the tip during use. This occurred on (B)(6) 2024 in burnside war memorial hospital during a sub talar fusion. The case was completed successfully via the use of another driver. There was patient/case involvement.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the distal end of the drive geometry of the driver, 3.5 mm hex, cannulated (mini hudson) had broken off. No broken pieces were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred by repeated usage of the device, over-torquing/over-engaging the driver within the screw head.